Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, customer missed a meal bolus, and customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.